Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The reporter initially called for assistance with a missing code chip and then disclosed they had problems with discrepant results. There was no allegation that the missing code chip caused the discrepant results. The reporter then stated that while testing a patient with the coaguchek xs meter (serial number (B)(4)) they had a result of 5.8 inr and then 3.9 inr. Separate fingers were used for the two samples for the tests. The patient also had a laboratory sample that resulted as 4.0 inr. The laboratory was not using the dade innovin reagent, they were using thromborel s (human tissue thromboplastin). All of the samples were collected at approximately 2:00 pm. The reporter stated there were no changes in the patient's medication that they are aware of. It was stated that the patient is not on a constant dose of warfarin as the dose is reviewed monthly by the doctor. The patient's therapeutic range is 2.5-3.5 inr. There were no adverse events reported. The suspect product was requested to be returned and the replacement product was sent. The clinic is reluctant to send the meter back as they do not have a back up meter. They stated they will return the strips.

Manufacturer narrative:
The customer returned two vials of test strips with the lot number 119115-11. The test strips and the vial did not show any defects. The meter was not returned. The returned test strips were measured with the relevant retention test strips (lot 119115-10) and the current master lot coaguchek xs pt test strip (lot 124158-80). Two human blood samples from marcumar donors and internal reference meters were used. The returned customer material and retention material were within specification. There was no product problem found.